Event description:
As reported by an edwards (B)(4) affiliate, during a transeptal valve in valve (vinv) tmvr procedure with a 26mm sapien 3 valve into an unknown valve, the team was unable to cross septum. Pre--dilation was done with a 12mm balloon, the team tried with a 14mm balloon but the same issue occurred. After crossing septum the balloon failed to inflate. The fourth 29mm sapien 3 valve was implanted successfully and the patient is well.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system leakage was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box and likely was created during the procedure. As reported, 'inability to cross septum was faced with a 12mm pre-dilation balloon, team tried with a 14mm but the same issue occurred.' It is possible that excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion, advancement, or crossing the septum) may have resulted in the crimped valve's interaction with the balloon and subsequentially causing a delivery system leakage. Additionally, per the case notes, 'complex and calcified anatomy' may have contributed to the complaint event. The presence of calcification can interact with the balloon and result in the reported leakage. A definite root cause is unable to be determined at this time. However, available information suggests patient (calcification) and/or procedural factors (excessive manipulation, valve interaction with balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.